Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the driver tip fractured. Procedure completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) item zfx02hld21, for evaluation. Visual evaluation was performed. The screwdriver shows torsion damage at the tip. Tool holder is ok. Outside the toolholder the screwdriver is worn, as we see in the writing. Sudden breakage after overtorquing of the screwdriver. DHR review was completed for the subject lot number2212131600. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 221231600 for similar events and no other complaint was identified. Review completed utilizing keywords: screwdriver broken the customer did submit images for the reported event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was sudden breakage after overtorquing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.